Event description:
It was reported that the implantable pulse generator (ipg) was taking longer to charge and leads migrated which was confirmed with imaging. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was pleased postoperatively. No explanted devices were released by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).